Manufacturer narrative:
The green cannula (bone access) and orange hub (bone lesion needle) were returned for evaluation. Minor blood particulates were observed on the units. A shaft was observed to be stuck inside the bone access cannula. It is likely the shaft of the bone lesion biopsy cannula as it was found to be missing from the hub. Hub of the bone access cannula had minor structural damages. The supplier was contacted. A device history review (DHR) was requested. As no lot number was provided by the account. A DHR review could not be completed. A unit of the bone access cannula and bone lesion biopsy cannula hub were returned. The shaft of the bone lesion biopsy cannula was found to be stuck within the bone access cannula. Hub of the bone lesion needle was observed to be separated. Minor damages noted on the hub of the bone access cannula. Damages are likely to have occurred due to excessive force applied on needle set. Per IFU it states: do not apply excessive force to driver/needle set. Additional information was requested. Partial response was received. Procedure was an ir ablation of a secondary malignant neoplasm bone. Patient was pathologic with an l2 compression fracture. Other information pertaining to resistance felt with needles, difficulty of bone access insertion, other procedural intervention and successful sample retrieval is unknown. No other procedural notes were shared. Patient had no injuries. Based on the information, the most likely root cause of the issue is unintended use error.

Manufacturer narrative:
A follow-up report will be submitted after investigaiton.

Event description:
As reported: while using bone biopsy kit with drill, the core tube (with serrated tip) broke off chuck that is inserted into the drill. The core bit remained inside of the guide and we were able to remove it. No injury to patient.